Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned device for an alleged motor error alarm. Device passed the displacement test, seat, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm during testing. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the device not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. Device was cut/open and inspected no moisture damage or component damage found inside the device. Test reservoir lock properly inside the reservoir tube. Motor passed motor test. No motor error alarm. The following were noted during visual inspection: cracked reservoir tube lip and missing endcap sticker. Device passed required testing. Not confirmed motor error alarm. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm during the rewind process on the insulin pump. Troubleshooting was performed. Customer advised there were multiple motor error alarms in the alarm history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.